Manufacturer narrative:
The reported event of insulation twisted was confirmed. As received, a complete lead was returned in one piece. Visual examination found the outer insulation was twisted along the lead. X-ray examination of the lead found the inner coil in the connector region was over torqued and the helix was stretched/ damaged consistent with procedural damage. The cause of the reported event was due to over torquing of the inner coil causing the outer insulation to be twisted consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the outer insulation of the right ventricular lead was twisted. The lead was not used and replaced during procedure. The patient was stable.